Manufacturer narrative:
.

Event description:
It was reported the patient experienced stimulation in the wrong location, a loss of therapeutic effect and pain relief. The patient symptoms included emotional changes and pre-existing pain. The patient outcome was reported as no injury. It was reported the device was reprogrammed. The lead/wires were loose. The neurostimulator and lead were explanted. The patient continues to have problems.